Event description:
Home pt reported heater bag inflated with air during drain 1 of automated peritoneal dialysis treatment on homechoice device. Home pt discontinued treatment when "check lines and bags" alarm was received. Per home pt, no injury or medical intervention.